Manufacturer narrative:
The hill-rom tech found the siderail cable did not have enough slack causing the cable to stretch and rub on the frame. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderail cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call is working intermittently. The bed was located at the account in labor and delivery. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).